Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent onyx embolization treatment. During the procedure, it was reported that there was onyx reflux and that caused the catheter to become stuck in the patient. The physician decided to cut the catheter at approximately 1.3cm from the proximal end leaving approximately 110cm to 120cm of the catheter inside the patient. The patient had a second surgery to remove the remaining portion of the catheter, but it was realized that it was safer to leave the catheter in place rather than removing it from the patient. The segment of the catheter that remained in the patient did not occlude blood flow of the artery. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00967.